Manufacturer narrative:
The reported event was confirmed with an unknown cause due to a tear at the bifurcation. The visual evaluation of the returned sample noted one opened (no original packaging present) silicone foley catheter torn into two pieces where the bifurcation meets the catheter shaft. A section of the shaft remained in the bifurcation portion. The shaft outer diameter (0.1740") was within specification (0.171"- 0.197"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use.

Event description:
It was reported that the catheter had a tear in the bifurcation section. The cause was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a tear in the bifurcation section. The cause is unknown.